Manufacturer narrative:
The device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the family elected to withdraw life support. The patient passed away nine days later.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized following a cardiac arrest and was intubated. The device was unable to be interrogated, even after attempting with two different programmers. Also, no beep tones could be heard with magnet application. A chest x-ray was performed and the shape of the device implanted was felt to be consistent with the shape of a boston scientific device. It was suspected that the patient had been lost to follow up. There were no allegations or complaints being made against the device and no interventions (i.e., reprogramming or invasive) were taken. The device remains implanted and in service.